Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial and subsequence supplement report being submitted in error.(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a retinal detachment repair procedure, the surgeon observed bubbles coming from the vitrector when it was first engaged in the eye. The procedure was completed and there was no harm to the patient. No additional information is expected. There are two medical device reports associated with this event. This report is associated with the second procedure.

Manufacturer narrative:
No sample has been returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. (B)(4).